Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis, and the complaint was confirmed. The maryland bipolar forceps instrument was analyzed and found to have a broken grip cable at the force amplification pulleys. The cable was fully broken. There was no discoloration, corrosion, or contamination on the cable. Additional observation(s) found unrelated to the reported complaint: the instrument was found to have damaged conductor wire insulation at the yaw pulley. There was no fragmentation of the insulation, and the internal conductor wires were not exposed. Although the conductor wire insulation was damaged, the internal wire was not frayed or fully broken. The instrument passed the electrical continuity test. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking.

Event description:
It was reported that the after da vinci-assisted surgical procedure, the maryland bipolar forceps was found to have broken or loose cable. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: there was no loss of cautery associated with damaged cable.